Event description:
It was reported that at the time the pt was ready for transport, the pump would not power up. During the 35 minute transport, hand inflation of the iab was performed. There were no reported pt complications.